Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/13/2020. Additional h6 investigation summary: it was reported performance breakage suture. A detached needle, a stratafix symmetric pds used suture, an empty labeled winding former of product code sxpp1a403, were received for evaluation. During the visual inspection of the detached needle the swage and attachment area were noted to be as expected, body fluids could be observed along of the strand. The barbs present damaged, deformation and any are missing caused by use. In addition, the fixation tab and part of the suture is not present since was cut appears to be by use of a surgical instrument. Also, the mark of the swage area was noted in a extreme of the suture. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The product code sxpp1a403 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause of the performance breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke before completing the 1st stitch. Another like device was used. There were no adverse patient consequences. No additional information was provided.